Event description:
It was reported that the hub on the catheter broke off and the dr had difficulty deflating the balloon, due to the broken component. The balloon was inflated with an inflation device. The balloon was then partially deflated with the same device, but because the dr was dilating the rvot, the child had no cardiac output during this deflation. The balloon was coming down slowly with the inflation device, so a 10cc syringe was screwed onto the syringe. At that time, the hub of the balloon splintered off into the luer lock of the syringe. The balloon was only partially deflated, so an 18g needle was buried into the connector to the hub, and the dr pulled back really hard to get the balloon down. It never fully deflated, so it wouldn't come into the sheath. The balloon was pulled out of the femoral vein unsheathed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval to date. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. This application is considered an off-label use for this device. The current instructions for use (IFU) for this device states: indications: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral, and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.